Event description:
Required prescribed volume of total parenteral nutrition solution did not infuse when pt switched from sabraset 500100 intravenous sets to sabraset 500200-av. Tubing design has 2 different lumen sizes and smaller tubing was being loaded through pump. The sabratek 3030 pump recorded the infusion volume to be the prescribed volume even though 21-28% of total parenteral nutrition solution remained in bag uninfused at the end of the infusion cycle. Pt's husband/caregiver followed the same procedure for loading tubing into pump with 500200-av sets as he had done with the 500100 sets. MFR was called for trouble shooting but did not mention the tubing had two different lumen sizes and the device would only work correctly with the larger diameter portion of the intravenous set. The instructions did not mention this either.